Event description:
Customer called to report the reservoir was cracked and the insulin leaked. The reservoir and the infusion set were changed. Troubleshooting was performed. Pump tested ok and the insulin exited freely. It was denied that the device was dropped, bumped, or exposed to moisture. High bgs were treated with a manual injection.